Event description:
Additional information was received indicating that there were episodes of oversensing due to the right atrial (ra) lead noise that resulted in mode switching. X-ray imaging was performed and no anomalies were observed. No further intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.